Manufacturer narrative:
Other text: b5: additional information received and attached from customer via email dated 22-oct-2021: there was no injury reported. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Pump was stuck in the download mode. The software was reloaded during the repair process for the issue. The root cause was traced to customer - during the software download there was in interruption before it was completed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was stuck on red screen when turned on. No patient consequences were reported. No adverse effects were reported.